Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a lost sensor alert and her blood glucose was over 400 mg/dl. Customer received a second lost sensor alert and then received a calibration error. Customer was advised to remove the sensor as it was expired. Customer was explained that the alarm may have been caused by radio frequency interference. Customer was advised to monitor the sensor after the change.